Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed an alert for capacitor charge time out. No interventions were made. The patient was stable.